Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm at 4.0 lbs during the prime/compromised force sensor system test due to faulty force sensor resistor. The pump had a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 156 mg/dl. Customer stated that the insulin squirted out during manual prime. Customer stated that their blood glucose is stable. Customer was disconnected during prime. The pump piston continued to move forward after the reservoir contact and the insulin squirted out. Customer stated that leaving prime is not possible. Customer tried with a different infusion set. The pump was not bumped, dropped, and had no water contact. Customer stated that the drive support does not appear to be damaged. Customer was asked verbally and in written form to return the pump for analysis.